Event description:
It was reported that the 3gtq3 power wheel chair lurches forward. End user injured her leg because she fell out of chair. No medical intervention was reported. End users wall was also damaged when chair ran into it.